Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the patient has had several leaking cartridges. She noted that the hcp initially thought the patient was over-filling the cartridges due to the cartridge compartment having insulin in it on several occasions. The family member stated that the patient's blood glucose has been in the 300 to 400 mg/dl range with no signs or symptoms of hyperglycemia and no ketones.